Manufacturer narrative:
A reliability analysis evaluated one opened/used reservoir. Performed visual inspection and physical damage to reservoir and snap-cap found stuck to transfer guard. (B)(4).

Event description:
It was reported by the customer that their reservoir had been leaking. Customer stated the reservoir leaked while they were refilling through the transfer guard. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue to use of reservoir and replace set. Blood glucose level was 352 mg/dl at time of reporting. Nothing further reported.